Event description:
Customer reported that corrected reports were issued for multiple high creatinine results. The account stated four patients received renal biopsies. Potentially as an outcome of reported high results.

Manufacturer narrative:
The event is currently under investigation. However, our preliminary results indicate that there may have been a failure in washing of the cuvettes. If such a failure occurred, it is likely that this contributed to the event. During the run, excessive nonlinear flags appear on bun results, this is an indication of cuvette problems. In a conversations with the user facility, the olympus representative was informed that facility personnel typically ignore the bun flags (system flags are a warning that something is wrong and their significance is addressed in the user's manual). Had the flags been investigated, the cuvette issue would likely have been addressed and the potential for elevated creatine results avoided. Based on our preliminary findings, olympus advised the customer site to clean the cuvettes, perform a photocall and cuvette check, calibrate the reagent, and run controls. All qc checks passed and the instrument was returned to use. During an on-site service call for an unrelated event (six days after the instrument was returned to use) it was noticed that the o'rings on the wash station appeared to be worn. The worn o'rings, which may have contributed to the cuvette overflow, were replaced.